Event description:
It was reported that a patient went to an urgent care for right knee pain and given an injection to the right knee. The patient then went to the ER with a swollen right knee, and upon aspiration, it was found to be infected. Patient has no implants in right knee. The doctor was contacted and examined both knees. He aspirated the left knee and found it to be infected also. The patient was taken to the or and underwent an irrigation and debridement (I/d) procedure on both knees as well as an articular surface exchange on the left. No revision surgery pertaining to the tm patella was noted.

Manufacturer narrative:
Investigation is in progress.